Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(4) 2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. When the clydesdale trial is navigated on the navlock the trajectory 2 image flips when approaching obliquely from an anterior approach. Left and right switch and the cad model appears from the bottom of the image, while all other instrument cad models appear from the top of the image. Once the navlock array breaks the coronal plane and has a posterior approach, the trajectory 2 image is correct. When approaching anteriorly the vertical flip was used to correct the issue during the procedure. Issue resolved. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was inserting an interbody with an inserter, the trajectory 2 view of the inserter cad model would change directions when it was hit with a mallet. It would quickly reverse the direction of the probe relative to the anatomy when it was hit, and then flip back to the original direction. The interbody was being inserted laterally. During the placement of a second inner body, this issue did not occur. The inner body was being placed obliquely. The medtronic representative noted the surgeon dealt with this by having the rt flip the image in the software and then did another flip after placement. Noted was this issue caused no delays or inaccuracies. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.